Event description:
The event occurred in the us. It was reported that the rotaflow console displayed the error message ¿err¿¿ and then powered off three separate times while attached to a patient. The operator rebooted the system each time and continued to support the patient. The unit was changed out with another device during use with no consequences for the patient. No harm to any person has been reported. Complaint ID: (B)(4)

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
The event occurred in the us. It was reported that the rotaflow console displayed the error message ¿err¿¿ and then powered off three separate times while attached to a patient. The operator rebooted the system each time and continued to support the patient. The unit was changed out with another device during use with no consequences for the patient. No harm to any person has been reported. A getinge field service technician investigated the affected rotaflow console (rfc) with s/n (B)(6) and during the investigation the reported failure "err -- / powered off" could not be reproduced. The exact error message could not provided by the customer as the customer could not remember. The unit was running for one week at 2500 rpm's (revolutions per minute) and at 4.0 lpm (liters per minute). Another 3 weeks the unit was running at 3000 rpm's and at 5.0 lpm with no errors. The rfc was tested and neither abnormalities nor any evidence of any failure or incorrect function were found. One hl20_rubber foot 24x12 rpm/tpm (article number (B)(4)) has been replaced preventive during the inspection of the device. The device was put back in use. Based on these investigation results the reported failure "err -- / powered off" could not be confirmed. However, the failure mode "err -- / powered off" can be linked to the following most possible root causes according to our risk management file: pump stop intervention after technical error (e.g. Pump runaway, error head), unintended rpm change by user, unintended switch off by user. The review of the non-conformities was performed on 2022-06-17 and during the period of 2013-08-01 to 2022-06-17 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2013-08-01. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 2.2.4 general precautionary measures during use if the pump stops during an application, the blood flow will be interrupted and supply to the patient will cease. Eliminate the cause of the pump stop and start the pump again as soon as possible. 2.2 general safety instructions there is the risk that acoustic alarms emitted by the rotaflow system may not be heard. You should therefore position the system so that you can see the displays on the rotaflow console and any optical warning signals at all times. 3.3.4 battery operation "status of the power supply during battery operation" the acoustic alarm can be switched off with the "audio off" button. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID: (B)(4).